Event description:
It was reported that during a procedure the system 6 sagittal saw was smoking. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, a non-stryker e-box was found inside of the handpiece. The device was repaired and returned to the user facility.